Manufacturer narrative:
Updated annex c - inv findings desc 1 to c070601 - deformation/distortion problem. Updated annex d - conclusion desc 1 to d11 - cause traced to user. Updated annex d - conclusion desc 2 to d15 - cause not established.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to monopolar not firing. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the erbe for evaluation, but evaluation has not been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar energy was not working on the integrated electrosurgical unit (iesu) or erbe. The customer tried using two different energy cables but the issue remained. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer checked and confirmed the system functionality prior to using it. The customer was able to complete the procedure with the same erbe generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was analyzed and the customer reported complaint was not confirmed. A review of the logs found no errors confirming that the issue occurred in the field. Upon visual inspection, found no issues related to the reported problem. The erbe was tested using a well-known system and the unit energized and cauterized, and all ports recognized instruments. The unit will be returned to the original equipment manufacturer for further investigation. The probable root cause could be attributed to electrical or mechanical faults leading to monopolar firing issues inside the erbe generator.